Event description:
It was reported that during a stent placement procedure for treatment, the stent suture broke. The dr had to perform an emergency tracheal tube removal to get the stuck stent out and re-perform a tracheal tube intubation (since the pt was on a ventilator).